Event description:
A physician reported that aspiration failure of the vitrectomy cutter occurred during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, along with three unopened probes. The opened sample was visually inspected and found to be non-conforming with the needle slightly bent and white foreign material on the needle, near the port, and on the port face. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and was non-conforming for actuation. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Black foreign material was observed along the majority of the length of the inner cutter. Gouge marks were observed at both cutting edges and along the majority of the length of the cutter. The three unopened samples were visually inspected and all three were observed to be conforming. The samples were then functionally tested for actuation and aspiration. All three unopened samples were found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm the reported aspiration failure in any of the returned samples. The evaluation indicated that the opened sample had an actuation failure. The aspiration function of the opened probe was conforming, however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failure of the opened sample is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported aspiration failure was not confirmed in any of the returned samples and an exact root cause for the bent needle and bent inner cutter of the opened sample was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).